Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. Prior to service, the customer had performed an advanced system clean and replaced the integrated multisensor technology (imt) sensor and imt tubing. After evaluation of the instrument and instrument data, the cse performed a power-flush and ran quality controls, which resulted within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated the presence of fibrin, gel, or cellular material in a sample. After processing this sample, multiple subsequent samples resulted as discordant due to contamination by the previous sample. A system clean, run as part of routine maintenance, resolved the issue. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na and cl results is due to sample integrity. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results of some samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.